Manufacturer narrative:
Correction to b5: additional information received indicates that further troubleshooting by the field representative was done and communication and therapy was reestablished. Based on this information, the device is no longer considered reportable.

Event description:
Additional information received indicates that further troubleshooting by the field representative was done and communication and therapy was reestablished. Based on this information, the device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.